Event description:
Sales associate templated 12mm. Surgeon templated 13.5mm but reamed up to 15mm and implanted a 15mm prodigy stem. The femur fractured and the implant got stuck. The right femur fracture was then reduced with several cables.